Event description:
It was reported that during an ipg replacement on (B)(6) 2025, the physician discovered infection at the ipg site. As a result, the ipg was explanted during the procedure and the patient was prescribed antibiotics.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.